Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. At the end of the procedure, the image was lost, and a loading screen was displayed. The scope was reinserted, but the issue persisted. The controller was then tested with a demonstration scope and worked with no issues. The procedure was completed with the same exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image was lost and displayed the loading screen. The scope was reinserted, but the issue persisted. The controller was then tested with a demo scope and worked with no issues. The procedure was completed with the same exalt model d scope. There were no patient complications reported as a result of this event.